Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged ac cord and cord retainer. To correct the condition, the ac cord and cord retainer were replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During evaluation by a baxter personnel, a colleague infusion pump failed a test of power cord condition. This had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.